Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button became intermittently unresponsive over several months and that during a subsequent software update attempt the device stalled at 10 percent, after which the user ended the call while the device was reportedly functioning prior to the update attempt. Symptoms included no reported adverse health effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included remote troubleshooting, direction to check for and initiate a software update, and user education, with no device or video returned for evaluation. Investigation of this case revealed an unresponsive or difficult-to-activate physical button and an incomplete software update, with the event not reproducible during the call and no corroborating media provided. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence and inability to complete troubleshooting.